Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the pre-procedure interrogation, the right ventricular lead exhibited noise. The noise was reproducible. On (B)(6) 2018, the lead was capped and replaced during the unrelated procedure. Patient was stable.